Event description:
It was reported that during a routine follow up appointment, this pacemaker was found to have reverted to a safety mode status. This device is planned to be replaced at a future date, however currently remains in service. No adverse patient effects were reported.